Manufacturer narrative:
The following information was known at the time of initial report and was inadvertently not included: b3 - date of event is april 2, 2025. B5 - the affected eye is the left eye. The doctor reported the patient is doing well post op. H6 - device code, type of investigation, investigation findings and investigation conclusions were updated based on the information included below in h11. H11 - additional narrative: johnson & johnson application support manager (jnjasm) visited the account on april 24, 2025. They reviewed the treatment report and noticed the treatment that was selected was noticeable decentered as the pupil surface map was misidentified and there were three prominent bubbles/opacities in the balanced salt solution (in the loi cup). Upon further discussions with the account it was found a resident was found to be the surgeon operating the laser jnjasm went over certification requirements with the account and stressed the importance of cases being proctored by either jnj or the certified proctor at the account. The account voiced understanding. About these requirements.

Manufacturer narrative:
Correction: after submission of follow up #1 it was noticed that in section h11 the following sentence had a missing word. "Upon further discussions with the account it was found a resident was found to be the surgeon operating the laser." The sentences should included the word 'uncertified' before the word resident. The corrected sentence should read as follows: upon further discussions with the account it was found an uncertified resident was found to be the surgeon operating the laser.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was very anxious and moved while laser was firing which caused the bleeding in the anterior chamber of the eye. The treatment was most likely aborted. After the incident, the doctor was able to perform the cataract portion of the treatment but not capsulorhexis. Doctor was curious why the system did not shutoff or gave a critical error due to patient movement. Biomed was instructed that catalys does not have active eye tracking system. If there is a patient movement, generally it will loose suction upon which the system will throw a suction loss message stopping the laser firing. Patient involvement was reported with patient injury. No additional information was provided.